Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During removal of polyax plate screws on the implant found to be cold welded to the plate. Two driver tips broke off, and were left in the patient. Reported problems extended the surgical procedure.